Event description:
It was reported that post implant of a realize adjustable band, it was determined that the port flipped while the surgeon was palpating the pt at the port site to access for a fill. The pt was taken to surgery for a port site to access for a fill. The pt was taken to surgery for a port replacement. During the port replacement surgery,the hooks were noted to be slightly out. The original band remained implanted. There was no pt consequence.

Manufacturer narrative:
(B)(4): info is unavailable; device was not returned for eval.